Event description:
It was reported that early device battery depletion was observed with high left ventricular output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that early device battery depletion was observed with high left ventricular output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). The device was returned, analyzed and the device experienced normal battery depletion.